Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom technical support on 09/03/2015, to report that there was intermittent audio output from their receiver on (B)(6) 2015. No medical intervention or injuries were reported.